Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
On (B)(6) 2016, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2017, the patient underwent a left knee revision due to loosening, instability, effusion. The surgeon reported the tibial component was loose and de-bonded at the implant to cement interface. He noted the femoral component was substantially notched, but stable and well fixed, thus not revised. The surgeon indicated the patellar component was encased in scar, though stable and not revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2016, dor: (B)(6) 2017, (rt knee).